Event description:
The target lesion was in the posterior later, which was mild tortuosity and 90% stenosis. After engaging the guide wire through the lesion, the pixel stent was implanted by direct stenting. As the plaque shift was confirmed at the posterior descending, that part was inflated by the balloon of the pixel stent delivery system (sds) at 12 atm. Then, the inside of the implanted stent and the posterior descending part was inflated by the same balloon at 12-13 atm. After dilatation, the sds was removed out of the pt's body and tip part of the balloon was found to be separated. Over the angiogram, the separated fragment was confirmed to be inside the pt's anatomy. The fragment came out with the guide wire when removing it from the pt's body. There were no pt effects. This is being filed based on the returned product eval at which the distal portion of the shaft was actually separated, and not the soft tip.